Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during surgery. Additional info received from the company sales rep stated the surgeon was using a "slew up/slew down" technique. This is a technique that was increasing or decreasing settings rapidly using the footpedal. The system was rebooted to clear the system message. The surgery was completed as planned. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B)(4).